Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the front right electrode. Patient described the rash as red skin with itchy bumps. Patient reported he had some glue in that area when in the hospital and this may have caused the rash. There was no alleged device malfunction contributing to the irritation. Patient reported applying hydrocortisone on the irritation. Patient reported that a physician advised to use benadryl. Follow up indicated that the benadryl is helping with the irritation.